Manufacturer narrative:
Investigation result of flare detached. Visual evaluation of the returned device found that the flare was detached. In addition, the catheter and wire were kinked in the extreme of the strain relief. Further evaluation also noted that the catheter was severely kinked in the distal section. The handle cannula is in good condition and there is evidence of the flare manufacturing process present on the catheter. Functional testing could not be performed due to the flare detachment. The flare detached; this condition does not allow the device to be actuated. The most probable root cause classification for the reported failure is handling damage. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a rotatable small oval snare was used during a bile duct stent removal procedure performed on (B)(6) 2015. According to the complainant, during preparation, operational check was performed and the snare failed to extend. The procedure was completed with another rotatable small oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to good. This event has been deemed a reportable event based on the investigation results of flare detached.